Event description:
Boston scientific neurovascular became aware of an event in which the distal tip of the subject device broke off in the patient's body. The guidewire was removed successfully from the patient. No complications with the patient were reported to have occurred as a result of this event.